Event description:
It was reported that the user experienced sustained high glucose after the ilet issued an occlusion alert and insulin delivery was stopped, and the user initially did not change the infusion set; after later changing the infusion set and filling tubing with visible drops, glucose lowered to 273 mg/dl and the cartridge showed low remaining insulin. Symptoms included hyperglycemia peaking at 400 mg/dl. Outcomes included no reported hospitalization or medical intervention beyond troubleshooting guidance. Investigation included review of device reports and alert history, user confirmation of an occlusion alert, education to change the infusion set and ensure adequate insulin volume, and verification that tubing fill resulted in drops. Investigation of this case revealed user unaware they needed to troubleshoot an insulin delivery occlusion that led to high glucose. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion of insulin delivery at the infusion set resulting in hyperglycemia.